Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the set screw for the right atrial (ra) lead was covered in calcified tissue. The physician attempted to clear out the silicone to engage a variety of wrenches to loosen the set screw. He was unable to back out the set screw. In attempt to retract the atrial lead the conductors pulled apart. The ra lead was then cut and capped. An atrial port plug was placed on the new device. It was noted that the patient had permanent atrial fibrillation (af) and did not require pacing in the atrium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).